Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a wrist arthroscopy there were silver flecks noted in the joint following the use of the disposable shaver blade. Another blade from the same box was reportedly used to complete the procedure without further complications. There was no patient injury reported as the result of this alleged event.

Manufacturer narrative:
One 2.9 incisor plus elite power-mini blade was returned for evaluation. Visual assessment of the blade shows the outer blade is slightly bent. The inner blade shows debridement at the distal end confirming the reported shedding. Dimensional inspection of the device confirmed it met print specifications. It appears that side-loading occurred during use causing the inner blade to contact the outer blade which resulted in the reported shedding. Per the device IFU under precautions ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No further investigation is warranted at this time. (B)(4).